Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified left common iliac artery (cia). A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured below the rated burst pressure. The procedure was completed with a 6-20 peripheral cutting balloon. No patient complications were reported and the patient's status was good.